Event description:
According to the reporter: occurred during an open myocardiac revascularization procedure. The suture was treated or hydrated prior to use with serum. The thread of the suture broke three hours into the procedure while performing the normal suture technique. In order to resolve the issue and complete the case, another suture was used without issue. There was no patient harm. The patient outcome is alive, no injury.